Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s scs (spinal cord stimulator) was not working. The hcp did not know any additional details. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.